Event description:
It was reported that pump displayed malfunction alarm with code 6, and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and call back if issue occurred again, which customer acknowledged and understood.